Event description:
The event is reported as: "alleged issue: cart was used and brought back to the workroom for restocking. Nursing assistant picked up the laryngoscope handle and immediately dropped it because the handle was too hot to hang on to. There was no burn or injury since the handle was immediately dropped." No pt injury reported.

Manufacturer narrative:
The lot number provided is invalid. Based on this no device history record (DHR) can be performed at this time. If lot number becomes available at a later date, the investigation will be re-opened accordingly. No corrective action can be established since the defective sample was not received for eval. This complaint was notified to the personnel involved in the mfg process. No conclusion can be established at this time based on the lack of defective sample. If the product sample becomes available, this investigation will be updated as necessary.